Manufacturer narrative:
The patient weight was not available from the site. Concomitant medical products: other relevant device(s) are: product ID: 9735796r, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the pcoip box was causing the camera cart screen to go black and then reboot. A new pcoip unit was installed. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis the pcoip box was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Pcoip client was tested and the logs indicated 1 software reboot. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 and 4307 is associated with this analysis eval code conclusion 4307 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the pcoip power cycled and caused the camera cart monitor to display the pcoip screen and then come back to the video. There was no delay to the procedure. No impact on patient outcome.